Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A review of snapshots of the archives showed accuracy at bone and inaccuracy when touching the tumor. There was no registration to analyze.

Manufacturer narrative:
Additional information: patient demographics were provided by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software logs and archives were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information and review of the archives showed one registration with 2.0mm error. Multiple trace points were under the skin and little tracing was done on anatomical landmarks, with a majority of points on the top of the head. Only yellow zone of accuracy around tumor. Touch points were also added but 3 of the 5 were yellow.

Manufacturer narrative:
Patient information was unavailable from the site. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the surgeon felt inaccurate during the tumor resection. The site had a registration error of 0.9 mm and the green zone of accuracy covered the tumor. The surgeon felt accurate after registration. After the inaccuracy the medtronic representative (mr) had the surgeon touch bone and the system was accurate, then the mr had the surgeon touch the surface of the brain and the inaccuracy was present. There was an inaccuracy of 1 cm posterior. The surgery was completed with navigation and there was no impact on patient outcome.